Event description:
White particulate found by staff when opening white towels that are included in the case pack. Debris and particulate found in "basic major pack", similar to previous incidents. Pack sbadhbmsvb, lot #123821. Towels immediately removed from back table area, retained with packing list. Sequestered all case packs in the operating room and logistics inventory with lot #194111.